Event description:
Per the physician's report, the electrode array of this pt's device was not correctly positioned in the cochlea. The surgeon explanted the device on in 2005. Reimplantation surgery is not planned at this time.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.